Event description:
Cryotip blew off cryogun during testing of the unit, prior to the start of a cryosurgical procedure. There was no patient injury.

Manufacturer narrative:
The entire device was not returned for evaluation. Only some components of the device were returned - the exhaust tube, nut, ferrule and rear ferrule. The brass material of the exhaust tube sheared. It is unlikely that the exhaust tube failed due to a single applied stress/strain. It appears that the reason for failure was due to fatigue from repeated tip changes.